Manufacturer narrative:
H3: a quote was provided to the customer for repair and on-site evaluation; however, the customer declined the quote. Root cause is unable to be determined as we have not been able to acquire any additional details or device logs from the customer. G1: contact information has been updated.

Manufacturer narrative:
This device has a UDI;some information was not provided and is unknown;therefore, a complete UDI cannot be provided. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that before use the ventilators touch screen was unresponsive. Complainant indicated that there was no patient involvement in the reported issue.